Event description:
Stretcher rolled out of ambulance inadvertently, while loading pt into ambulance. Risk for injury to pt and users. Safety devices failed to operate due to terrain on which ambulance was parked. Equipment was inspected after incident for defect, damage, malfunction. No problems were found. Equipment failure report, employee incident reports on file.